Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 07/01/2026, the patient reported being discharged from the hospital following treatment for severe hyperglycemia. Prior to hospitalization on (B)(6) 2026, a glucose check reportedly displayed "high." As a result of concerns regarding the elevated glucose level, the police department and healthcare authorities contacted the patient's son and advised that a ¿welfare check¿ would be conducted. The patient subsequently presented to the emergency department (ed), where her blood glucose (bg) was reported to be greater than 700 mg/dl. The patient experienced headache, dizziness, confusion/disorientation, loss of consciousness (loc), nausea, vomiting, shakiness, increased thirst, increased urination, and blurry vision. During hospitalization, the patient received three bags of intravneous (IV) fluids and a total of four insulin injections, consisting of two long-acting insulin (B)(4) units injections; and two short-acting insulin, (B)(4) units injections. The patient reported that depression had affected her ability to consistently monitor her glucose levels and stated that this sensor was inaccurate and her other sensors had failed. The patient indicated that she felt well at the time of hospital discharge on (B)(6) 2026. However, after returning home and inserting a new sensor, she reported feeling unwell again due to another sensor failure. At the time of reporting, the patient was participating in diabetes counseling and had a follow-up appointment scheduled with her physician on (B)(6) 2026 to discuss her approved sensor insertion site. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.